Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that on CT approximately 2 years post the index procedure a type ib endoleak was observed. As per the physician, the cause of the event was anatomy related due to aortic remodelling and tortuosity of the diseased descending thoracic aorta which caused loss of stent graft apposition. The patient received interventional treatment to reline the stent graft with a longer valiant stent graft. This provided extension proximally to the celiac artery to obtain seal and distally to resolve the type ib endoleak. No additional clinical sequelae were reported and the patient is fine.